Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. The resolution is unknown.

Event description:
The hospital reported an error message and was no longer able to mechanically ventilate during a case. The case was continued in manual mode. There was no report of patient injury.